Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that patient presented to ER with inappropriate therapy for svt. Review of programmer printouts showed intermittent ventricular oversensing was observed. X-ray showed no anomalies. Since the patients ejection fraction showed an increase, the physician elected to disable therapies since the patient was at a lower risk of sudden cardiac death. No further issues were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion under the rv shock coil was noted at 3.2-5.8cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observations of inappropriate therapy, noise, and oversensing.

Event description:
New information received notes the lead was explanted and replaced due to noise.